Manufacturer narrative:
Initial.

Event description:
It was reported that the user was traveling without the ilet charger and sought guidance on powering the device; the agent advised that qi wireless chargers are compatible with the ilet for temporary use. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included review of device use instructions and troubleshooting education regarding compatible charging methods. Investigation of this case revealed no malfunction or alarm activity, and the device¿s power function was operable when using a compatible qi charger. It was concluded, based on previously established findings for similar reports, that the cause was user guidance needed regarding accessory availability and appropriate charging options.